Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes appeared in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image could not be established. Additionally, stripes appeared in the image cause due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had no image during inspection for use. There were no reports of patient harm.